Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The dealer received a voice mail from the consumer, after hours, stating this is a new compressor. When using it, it smells like it is burning and the tubing is extremely hot. MDR filed.